Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station slflerdpx2 recurring pocket failures occurred in the legacy part of the machine; the pockets were not read. System reported that pockets were not present, although they were. Empty pockets failed daily, and despite switching them out, the failures continued to occur. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 16-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that several drawers were experiencing multiple intermittent cubie ejections. These were legacy cubbies, and debris was found; however, no clear root cause for the self ejecting issue was identified. Drawers 3.1 and 3.2 were found to be failing frequently, and the field service engineer replaced the motherboards with units from storage. The device functioned properly after replacement. The system was tested using diagnostics and by the customer, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station slflerdpx2 recurring pocket failures occurred in the legacy part of the machine; the pockets were not read. System reported that pockets were not present, although they were. Empty pockets failed daily, and despite switching them out, the failures continued to occur. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.